Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-03179. The patient received 2 scs leads with the same lot number. It was reported the patient in unable to increase the amplitude of system stimulation for one of her scs leads. Surgical intervention will be taken at a later date to address the issue.